Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a known tear to their primary driveline, the rescue tape was intact and stable. The patient noted a bag drop with a significant pull on their driveline on 28aug2024. Log files were submitted for review and captured a few strings of low power advisories while tethered on batteries due to depleted batteries in use. The log files also captured low flow with high pulsatility index (pi) readings. It was additionally reported on 08 nov2024 that the patient was on chronic antibiotics for a chronic driveline infection. After the pull on the driveline the patient noted subsequent purulent drainage on (B)(6) 2024. The patient was seen in clinic on (B)(6) 2024 with positive driveline exit site cultures. There was no new damage to the driveline as a result of the drop and there was no malfunction of the bag that led to the drop.